Event description:
It was reported that a patient underwent an afib ¿ paroxysmal procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax and reddish material inside it. Initially, it was reported that during the procedure, the carto 3 system was indicating that the ablation catheter was interfering with another in the left atrium but the caller reported that there were no other devices there with which it could possibly interfere. The caller reported that the catheter was re-zeroed and moved around to make sure it was free-floating and the force values would climb with no force applied. To troubleshoot, the cable was replaced but the issue persisted. The catheter was removed from the patient and there was blood that had somehow leaked into the chamber holding the spring components. The catheter was replaced, and the issues were resolved and the case was completed. The carto 3 system was operating per specifications and was not responsible for the product complaint. No adverse patient consequences were reported. The issue of force high was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that there was a reddish material and a hole in the pebax. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 08-jun-2022.

Manufacturer narrative:
According to pictures provided by the customer, reddish foreign material was observed on the tip of the device. No force issues could be confirmed based on the current evidence. The customer complaint was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device on 30-may-2022. The device evaluation was completed on 08-jun-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and screening test of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the thermocool® smart touch¿ bi-directional navigation catheter. A screening test was performed in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related to the force issue. A manufacturing record evaluation was performed for the finished device 30647237m number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15 / component code: tip (g04129) were selected as related to the photo analysis showing a reddish foreign material at the tip of the device. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: membrane (g04088) were selected as related to the damage to the pebax. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).